Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net alert for an af episode. This was not a real episode but the device recorded a false positive slide to undersensing. No programming changes have been made. The patient was stable.